Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 9 of 9 devices were returned for evaluation. Evaluation of 1 device found it to be within specification. Evaluation of 5 devices found normal chuck wear and the turbines needed to be replaced. The devices were repaired and returned to the customers. Evaluation of 3 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 9 malfunction event where a midwest e pro 1:5 high speed contra angle attachment would not hold burs. No injury resulted in any of the events.